Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that for a procedure to treat a patient with persistent atrial fibrillation, a faradrive steerable sheath clear was selected for use. During the procedure, while aspirating after the insertion of a farawave catheter into the sheath, there were bubbles inside the faradrive sheath as a result of the valve. The faradrive was positioned in the left atrium at the time of the event. The sheath was replaced, and the procedure was completed successfully. No patient complications were reported. The device is not expected to return for laboratory analysis as it was retained by the customer.

Event description:
It was reported that for a procedure to treat a patient with persistent atrial fibrillation, a faradrive steerable sheath clear was selected for use. During the procedure, while aspirating after the insertion of a farawave catheter into the sheath, there were bubbles inside the faradrive sheath as a result of the valve. The faradrive was positioned in the left atrium at the time of the event. The sheath was replaced, and the procedure was completed successfully. No patient complications were reported. The device was later returned for laboratory analysis.

Manufacturer narrative:
Device evaluated by MFR.: the faradrive steerable sheath was returned to boston scientific with the dilator fully inserted into the sheath. Being returned in this manner can introduce damage to the hemostatic valve or exacerbate any prior clinically related hemostatic valve damage, which can negatively impact valve performance during returned device testing. The faradrive steerable sheath was prepared for leak testing, however, an attempt to purge the sheath of air was unsuccessful as the device was observed to leak from the proximal end of the sheath. Microscopic inspection of the hemostatic valve identified that both the inner and outer valves were torn, and that both valves were deformed and not sealing properly, likely due to the dilator being inserted in the sheath for an extended period of time during transit to boston scientific.